Event description:
It was reported that the patient with this right ventricular (rv) and right atrial (ra) leads underwent a lead revision procedure due to the rv and ra leads exhibited high out of range pacing impedance measurements. The physician explanted the rv and ra leads and successfully replaced them with new leads. No additional adverse patient effects were reported. Both ra and rv leads are expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture, coil deformation, lead body damage, including kinks, insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported include specific clinical observation here, for example high impedance measurements was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that the patient with this right ventricular (rv) and right atrial (ra) leads underwent a lead revision procedure due to the rv and ra leads exhibited high out of range pacing impedance measurements. The physician explanted the rv and ra leads and successfully replaced them with new leads. No additional adverse patient effects were reported. Both ra and rv leads are expected to return for analysis.